Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the general care area. It was also reported there was no patient involvement.